Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced poor quality of vision. The iol was replaced with a non-company lens 1 month, 2 weeks, 4 days after the initial implant procedure. Clinical reason for the explant was poor quality of vision. Additional information was received regarding the patient's post-operative experience. At one-week post-op, the uncorrected near visual acuity (ucnva) was reported to be less than expected. By the second week, the patient noted experiencing halos and continued to have limited near vision. The uncorrected distance visual acuity (ucdva) and ucnva remained below anticipated levels. On (B)(6) 2025, the patient reported that vision in the left eye (os) continued to outperform the right eye (od). The following day, (B)(6) 2025, the patient experienced poor quality of vision and wished to proceed with lens exchange in right eye. There was no further harm to the patient.

Manufacturer narrative:
Additional information provided in d.9, h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) received adhered to a piece of surgical gauze. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).